Manufacturer narrative:
The device was returned. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted dilated left atrium and enlarged atrium. The steerable guide catheter (sgc) could not be fully inserted into the groin due to resistance was felt. A decision was made to stop insertion. Fluoroscopy showed the sgc shaft material became split. The sgc was removed from the patient and the procedure continued with a new sgc. Then a clip delivery system (cds) was advanced to the mitral valve. It was noted that visualization of the clip was extremely difficult due to a previous mitral valve surgery. The clip grasped both leaflets without issue despite visualization issues of the posterior leaflet. The clip was deployed; however, seconds later, the clip then became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, a second clip was deployed to stabilize slda. The physician stated that bad leaflet insertion due to the visualization issues was the cause for the slda. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported torn shaft could not be confirmed via returned device analysis. The reported difficult to insert could not be replicated in a testing environment. In addition, a steerable guide catheter (sgc) shaft deformation was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, a cause of the reported torn shaft could not be determined. The observed sgc deformation (kinked sgc shaft) appears to be related to the reported difficult to insert. The reported difficult to insert appears to be due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a